Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G1: manufacturer contact email address was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation code was added: 10, 4109, 3331, 4111 h6: investigation findings code was added: 213 h6: investigation conclusions code was added: 67 h10: narrative/data was updated. Zimvie received the reported device for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent minor bone / tissue attached to external threads. However, the alleged implant fracture was not identified. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. The customer did not submit images for the reported event. A definitive root cause could not be determined since the device malfunction did not occur, and the reported event has been unconfirmed following physical evaluation. Therefore, based on the available information, a device malfunction did not occur. The reported event was unconfirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: patient sex unknown / not provided. A4: weight unknown / not provided. B3: date of event unknown / not provided. G4: additional PMA/510(k) number ¿ k011028/k013227. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Implant broke during placement. Unknown tooth number.